Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Customer cleared the alarm and resumed insulin delivery and did not change the cartridge as the occlusion occurred in the early morning. Customer awoke with elevated blood glucose level (approx 400 mg/dl). Customer changed out the cartridge and infusion set to resolve the issue.